Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was capped due to producing high thresholds and replaced with a similar model after being implanted for four months. The lead is no longer in service. No additional adverse patient effects were reported.